Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, single lumen PICC line was inserted (B)(6) 2024 in the left basilic vein. PICC cut to 46cm, 6cm exit site markings. PICC fracture at 3cm mark. No other information was provided.